Manufacturer narrative:
The insulin pump had cracked reservoir tube lip, cracked battery tube threads, scratched display window, and cracked case near display window corners noted during visual inspection. No button response due to corroded keypad traces. No ramping numbers noted on the display. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's parent reported via phone call that the insulin pump had a keypad anomaly. The blood glucose at the time of the incident was 182 mg/dl. Troubleshooting was not performed. The device was returned for analysis.